Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 10, 2024.